Manufacturer narrative:
The exact implant date is unknown as no medical records have been provided at this time. Section b5: according to the information received in the amended ppf, the patient reports mental anguish. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient on or about sometime in 2002, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of blood clot related problems. The device in the patient was positively identified in a subsequent evaluation, during a scan on or about fifteen years post implantation. On or about fifteen years post implantation, the patient received a scan that noted that there was vascular calcification present and that the patient¿s trapease filter had tilted. Tenting of the inferior vena cava (ivc) wall was identified as well. This scan confirmed that the patient¿s filter had tilted and is mispositioned. As a result of the malfunction of the trapease filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The following additional information was received per the patient¿s medical records: approximately 4 years and 8 months post implantation, computerized topography (CT) scan showed the ivc filter appears in satisfactory position. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 15 years and 7 months post implantation. The patient reports perforation of filter strut(s) into organs, blood clots, clotting, and/or occlusion of the ivc.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections: PMA/510k, type of reportable event, if follow-up, what type have been updated accordingly. As reported, on or about 2002, the patient underwent implantation of a trapease permanent vena cava filter for the treatment of blood clot related problems. As a result of the malfunction of the filter, the patient suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. Approximately four years and eight months post-implantation, the patient experienced unspecified and underwent a computerized tomography (CT) scan. This testing revealed progressive interstitial fibrosis and bronchiectasis with an ivc filter in satisfactory position. Approximately fifteen years after the implantation, the patient underwent a scan that revealed that there was vascular calcification present and that the patient¿s trapease filter had tilted and was malpositioned. Tenting of the inferior vena cava (ivc) wall was identified as well. Approximately fifteen years and seven months after implantation, the patient became aware that the filter struts had perforation into organs, blood clots, clotting and/or occlusion of the ivc. According to the provided information, the patient reported mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The patient is also reported to have had a perforation; though this could not be confirmed without procedural films for review. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Blood clots, clotting and occlusion of the ivc do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Vascular calcification is the accumulation of calcium salts within the blood vessels. It is transported through the blood stream. Calcification normally occurs in the formation of bone; but calcium can be deposited abnormally in any part of the body, causing it to harden. Calcification within a patient does not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
As reported, in 2002 the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of blood clot related problems. The device in the patient was positively identified in a subsequent evaluation. On or about fifteen years post implantation, the patient received a scan that noted that there was vascular calcification present and that the filter had tilted. Tenting of the inferior vena cava (ivc) wall was identified as well. This scan confirmed that the patient¿s filter had tilted and is mispositioned. As a result of the malfunction of the trapease filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. Calcification within a patient does not represent a device malfunction. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient on or about sometime in 2002, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of blood clot related problems. The device in the patient was positively identified in a subsequent evaluation, during a scan on or about fifteen years post implantation. On or about fifteen years post implantation, the patient received a scan that noted that there was vascular calcification present and that the patient¿s trapease filter had tilted. Tenting of the inferior vena cava (ivc) wall was identified as well. This scan confirmed that the patient¿s filter had tilted and is mispositioned. As a result of the malfunction of the trapease filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.